Event description:
Caller states that an employee was stuck through his glove by the safe- t-pro lancet after performing a fingerstick on a patient. The lancet was protruding past the opening of the device. The employee did not bleed. No immediate medical attention was sought or required. The employee and the patient when for hiv and hepatitis testing; this testing will be ongoing for 6 months. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.